Manufacturer narrative:
The user reported of hospitalization due to legionnaires disease.the incident is not related to eversense system.

Event description:
Senseonics was made aware of an incident where user reported of hospitalization due to legionnaires disease.the incident is not related to eversense system.